Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿it was reported that the patient asr cup/ head implanted on (B)(6) 2007 . Recently he stated to complain of hip pain and wanted it revised. Implants were removed. Doi: (B)(6) 2007 / dor: (B)(6) 2024 / affected side: right hip.¿ the product was not returned to depuy synthes, however a radiological image was provided for review. (B)(4). The radiological image review revealed that femoral stem does not presents evidence of damage, implant fracture, disassociation, or anything indicative of a device nonconformance. The overall complaint was not confirmed as the observed condition of the unk hip femoral stem summit would not contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient asr cup/ head implanted on (B)(6) 2007 . Recently he stated to complain of hip pain and wanted it revised . Implants were removed. Doi: (B)(6) 2007. Dor: (B)(6) 2024. Affected side : right hip.